Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a generator replacement procedure. At the end of the procedure, an x-ray was conducted. The x-ray revealed that the right ventricular lead exhibited externalized conductors. No intervention was performed. The patient was in stable condition and will continue to be monitored.